Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the right atrium exhibited low pacing impedance and a high capture threshold, which resulted in loss of capture. The lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.